Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, mid circumflex. After deployment of the 2.75x38 mm xience prime stent a dissection was observed. A 2.75x15 mm xience v stent was used to cover and treat the dissection. There was no reported clinically significant delay in the procedure reported. No additional information was provided.